Manufacturer narrative:
The automated impella controller was not received from the customer at the time of this MDR writing, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella rp for bipella mechanical circulatory support. On day one of support, the rp flex placement signal/pulmonary artery pressures were high, motor current normal and flows became disabled. When impella rp pump was turned down, the impella cp would drop in mean arterial pressure. The automated impella controller (aic) was changed without incident; however, the issue remained. The decision was made not to change the impella rp pump as the motor current had normal flows. There was no harm to the patient. Additional information note care was withdrawn after approximately two days of support, and the patient subsequently expired. Medical safety review of the event noted the use of the impella device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Data review: console logs were partially consistent with what was reported in the complaint. Multiple instances of placement signal error prompts were observed in the imc logs. Device analysis: console was tested after arriving in field service. The reported placement signal issue was not able to be reproduced while testing on an engineering lab bench. Conclusion: console operated as intended while testing with a known good pump and purge cassette kit. No problem found. The pump investigation of this complaint concluded that the placement signal issue was a result of sensor drift of the pump. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H6 updated. D2 common device name updated. G1 reporting contact email updated.